Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source emergency light had fell over. The issue occurred during an unspecfied diagnostic procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
Correction to b3: event date is 5/29/2024. Correction to b5 to include missing procedural information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was not confirmed. The device evaluation found no reportable findings. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: not applicable because there was no evidence that the defect was caused by user misuse. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the light source emergency light had fell over. The issue occurred during a diagnostic nbi (narrow band imaging) inspection procedure. The procedure was cancelled, and there were no reports of patient harm, injury, or death.